Manufacturer narrative:
D3: correction h3 and h6. Codes: updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be confirmed. The dso (downstream occlusion) seal was found to be degraded. The dso seal was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a detached downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.